Event description:
Boston scientific received information that during a routine device interrogation the the field representative observed the right atrial (ra) lead impedance to be greater than 3000 ohms. Review of the daily measurements showed that this abrupt increase occurred approximately one month earlier. It was also noted that the threshold measurement on the ra lead had increased from less than 1 volt at 0.5 ms to 2 volts at 2 ms. One noisy atrial tachy response (atr) episode was seen, however they were unable to reproduce the noise in the clinic. It was noted that the patient was hospitalized two weeks earlier for shortness of breath but there was no direct correlation with atrial lead threshold increase. The atrial output was increased per the physician's discretion. A revision procedure was discussed, however nothing was scheduled. No x-rays were taken and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.